Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient experienced prolonged hospitalization due to peritonitis. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.